Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there was an air bubble in the reservoir. Customer stated that the air bubbles were the size of a pea. Blood glucose level at the time of the incident was 170 mg/dl. The customer was advised as to how to remove the air bubbles and prevent future occurrences. The reservoir was not replaced or returned for analysis.